Event description:
It was reported that when the patient presented in-clinic for a routine follow-up, high, out of range, high voltage lead impedance was observed. The lead was explanted and replaced. The patient was in stable condition after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.